Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a premature detachment. Doctor successfully deployed one fastfix at the most lateral edge of the tear but the second fastfix failed to deliver the second implant. Doctor stated that he thought there was no second implant and that the device was faulty. He was struggling to access the posterior meniscus and may have accidently deployed both implants at once. There is no report of procedural delay or patient injury associated with the event.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).